Event description:
It was reported with the use of the bd¿ blunt fill needle there was an issue with cracked hub. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: DHR, maintenance records and quality notification records were analyzed and no deviation was found for this batch. Picture and sample were sent by the customer. It was possible to perform an investigation and determine the probable root cause for the defect. The probable root cause for this failure mode occurred due to a defect of the hub at the injection point. It is probable some stress of molding process created one micro crack in the hub which expanded to fracture during handling of customer. As the failure occurrence is considered punctual CAPA is not necessary. The incident identified by this complaint will be monitored to tendency analysis.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ blunt fill needle there was an issue with cracked hub. There was no report of injury or medical intervention.